Event description:
It was reported that when the needle was removed part of it broke off and stayed in the lower half making it unusable. Further information indicates that CPR was being performed and she is now deceased. The device was left in place, a second was placed in the other (right) tibia and both were left in the patient. The device did not contribute to the patient's outcome considering discontinuing CPR and getting ready to call our base station when a dnr was found and produced by family members.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. The complaint sample is not available to be returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Pictures have been provided by the customer, however the pictures do not visually define the issue reported and consequently will not provide any useful detail for the investigation. A section of the IFU will be referenced as part of this investigation report. The IFU states: "attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal. Do not rock or bend the catheter." The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The complaint sample is not available to be returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Pictures have been provided by the customer, however the pictures do not visually define the issue reported and consequently will not provide any useful detail for the investigation. No corrective/preventative actions will be assigned. The complaint sample is not available to be returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Also, there is a discrepancy in the detailed complaint description vs. The short text description. The short description states the needle cannula broke, in the detailed description the needle was reported as broke. Also, the pictures provided by the customer do not visually define the issue reported. The pictures provided only show the back side of the needle set as it looks when the driver is removed. None of the pictures provide insight as to what actually happened, or a definitive view of the problem. Consequently, the pictures provided will not serve any useful detail for the investigation. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the needle was removed part of it broke off and stayed in the lower half making it unusable. Further information indicates that CPR was being performed and she is now deceased. The device was left in place, a second was placed in the other (right) tibia and both were left in the patient. The device did not contribute to the patient's outcome considering discontinuing CPR and getting ready to call our base station when a dnr was found and produced by family members.